Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. Healthcare provider additionally reported "observations made during surgery" of "gel leaking from pocket once it was opened". The device has been explanted.

Event description:
Healthcare provider reported, a left side rupture. Healthcare provider, additionally reported, "observations made, during surgery" of "gel leaking from pocket. Once it was opened". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed, as fold flaw opening. Observed, opening device assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. As per the investigation procedure: crease wear abrasion nick was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.